Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was watching tv at home with her mother and the patient started to fall asleep while watching tv. The mother checked the pump display and noted that it was showing a red circle with a white x on it. The mother took a fingerstick reading and the blood glucose reading was 38 mg/dl. The mother tried to give the patient orange juice and called the emergencies. This happened around 07:00pm. When a fingerstick was taken 10 minutes later the blood glucose reading was 42 mg/dl, the pump was still showing the failure message. The patient lost consciousness during the event. The paramedics arrived around 07:30pm and when a fingerstick was taken the blood glucose reading was 42 mg/dl. No treatment was reported from that moment but the patient was brought to the hospital where they arrived around 08:00pm. No treatment was reported from the hospital but at one point the patient was given insulin (number of units was not known). The patient was admitted for a total of 2 days at the hospital. When the patient was discharged the blood glucose reading was 200 mg/dl. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.